Event description:
The pt was implanted with a left ventricular assist device. Serial number (B)(4) was provided to the manufacturer on (B)(4) 2013, for a pt who was reported to have been implanted on (B)(6) 2009 and a date of thrombosis on (B)(6) 2010. The pt was transplanted on (B)(6) 2010. The pt's status as of (B)(6) 2013, was reported as "alive". No additional actions provided for this event.

Manufacturer narrative:
Patient was transplanted on (B)(4) 2010. The pt's status as of (B)(6) 2013, was reported as "alive". No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.